Event description:
It was reported by customer that while flushing PICC line and disconnecting the 10ml flush from the PICC, the blue rubber hub of the needless connector got stuck down for a short moment (not supposed to happen) and then released, splashing a substance into my left eye. I secured patient safely and went to med room to begin immediately flushing my eye at the eye wash station. Crn was notified by another employee that the exposure occurred. There was blood exposure to eyes ¿ no treatment could be provided while rn dealing with blood exposure. The medication being administered is not known. A needle free central line connector was being used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that while flushing PICC line and disconnecting the 10ml flush from the PICC, the blue rubber hub of the needless connector got stuck down for a short moment (not supposed to happen) and then released, splashing a substance into my left eye. I secured patient safely and went to med room to begin immediately flushing my eye at the eye wash station. Crn was notified by another employee that the exposure occurred. There was blood exposure to eyes ¿ no treatment could be provided while rn dealing with blood exposure. The medication being administered is not known. A needle free central line connector was being used.